Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the patient experienced a body tingling sensation on early morning feeling like having a shock. The patient had an open wound near the pacemaker area. There was no additional adverse patient effects were reported. This previously capped rv lead was explanted.